Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, pump infusion set broke at the connection site of IV tubing and the connector that attaches to the cap of the line, causing leak.